Event description:
On 15-jun-2021: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigations) visual inspection and tests for static pull were performed on the returned used device (one set) which showed that the tubing was detached from the tubing-tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing came apart at the tubing connector while sleeping. The site location was left side of the patient's abdomen and the pump was worn in relation to the site. The infusion set had been used for six hours. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was stress or pull on the tubing as the patient was sleeping, when this issue occurred. Further, the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred (B)(6). It was reported that the patient's infusion set's tubing came apart at the tubing connector while sleeping. The site location was left side of the patient's abdomen and the pump was worn in relation to the site. The infusion set had been used for six hours. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was stress or pull on the tubing as the patient was sleeping, when this issue occurred. Further, the pump was not dropped with the set connected to the patient's body. No further information available.